Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer removed the set and attempted to re-prime the device. She was also able to push insulin through and is starting to believe issue might be due to the insulin pump. She has used infusion set from different lot numbers and issue has been reoccurring. Customer's blood glucose was 440 mg/dl when she woke and when attempted to bolus the device alarmed. Customer spoke to her nurse and they raised her rates and she isn't eating and blood glucose is high. Customer was the device need to be replaced and agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms were noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.